Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported the key that does not work is the first one on the bottom on the left (to start nibp). There was no reported patient involvement.